Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model fem12040 endovascular stent graft alleged that during a stent graft deployment procedure for an upper arm graft, the stent graft allegedly deployed approximately 1 cm. Therefore, the device was removed and another device was used to complete the procedure. This report was received from one source. This malfunction involved one patient whose age, weight and gender were not provided. There was no reported patient injury.